Manufacturer narrative:
(B)(4). Visual examination of the returned device found it to exhibit signs of repeated use and part of the hex feature has fractured. Device history record was reviewed and no discrepancies related to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Investigation results concluded that the reported event is attributed to wear and tear of the device. The device has a potential field age of 18 years and exhibits signs of repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a hex driver bit fractured. It was reported that there was no patient involvement and no further information is available.